Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during transurethral resection of the prostate, the camera head's image on the monitor was blurry and unclear upon inserting the turis bipolar resectoscope into the bladder. Adjustments to the camera focus did not resolve the issue. A second turis set was used, but the problem persisted. Increasing the irrigation pressure provided slight improvement. The team then switched to monopolar resection, suspecting that water irrigation might provide better visibility; however, the image quality remained suboptimal. As a result, the procedure was ultimately canceled. Additional details were received confirming that the procedure was rescheduled under spinal anesthesia with sedation. There were no further reports of patient harm, and there was no significant delay in diagnosis or treatment.